Event description:
A broken four position line clamp was found during a dialysis treatment. There was no pt injury or medical intervention.

Manufacturer narrative:
Prior to a dialysis treatment, there was a uf pump failure reported. There was no patient involvement. A technician at the facility examined the machine and replaced the ultrafiltration pump thermal fuse. A review of the dtf history does not indicate that this or a related condition was present at the time of MFR. A review of the cpf history for the specific serial number machine in this complaint does not indicate that this has been a recurring condition since this specific serial number machine was released to the field. A secondary search of the dtf history for this product is not possible. Test procedure followed: qara-146 sect. 2.3; revision: g. Mfg specifications tested to (if not clearly established in test procedure): na. The technician at the facility found the uf (ultrafiltration) pump thermal fuse to be cracked at the connector to the pump. The thermal fuse was not returned to the MFR for investigation since it was replaced by the customer. It has been seen previously that the connector is held together by the plastic sleeve that fits over the connector. The uf pump would function normally and correctly until movement of the wiring or the panel it is mounted on caused the connection to be broken. At that time, the uf pump would cease to function, causing an autotest failure or insufficient weight removal. Dan lee, a technician at the facility was contacted. He stated that the machine had been in use since the facility opened in jan, 1996. The thermal fuse that failed was the original thermal fuse. It is concluded that the failed thermal fuse caused the reported incident. Refer to far #960016.